Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable minicap transfer set was identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was returned and evaluated. A visual inspection was performed with naked eye and a microscope with broken occluder feet noted. Functional tests were performed such as leak testing, clear passage testing, clamp function testing and integrity of seal surface testing. Clear passage testing was successfully performed. Integrity of seal surface testing revealed no leak between the titanium adapter and patient adapter. During clamp function testing a broken occluder feet was noted. Leak testing revealed a leak through the set with clamp in closed position due to the broken occluder feet, but no other leaks were noted. A short simulated therapy was performed revealing the reported problem. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak at the main body of the transfer set. The main body had a crack. There was no patient injury or medical intervention associated with this event. No additional information is available.